Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised to address mal-positioned cup and squeaking. Update rec'd (B)(6) 2016 update rec¿d xx/xx/xxxx - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from metallosis, pain, discomfort difficulty ambulating and elevated ions. Adding the head, liner and stem to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 03/10/2017 pfs and medical records received. After review of the pfs and medical records for MDR reportability, the patient was revised to address pain, discomfort, and recurrent dislocating right hip. The femoral head had scratching from impingement and metal debris was reported. Metal ion levels provided were at non-reportable levels. The complaint was updated: 03/31/2017.

Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.